Event description:
It was reported that the patient was undergoing a battery replacement from a soletra to an activa sc. Prior to the surgery an impedance test showed a possible short circuit at electrode pair 2/3 of 55 ohms. It was noted that the patient was receiving stimulation. For events occurring during the replacement and patient outcome, see MFR. Rep. # 3004209178-2012-10831.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3387-40, lot# j0101928v, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Event description:
Additional information received reported the allegation of the implantable neurostimulator (ins) depletion was ¿too quick¿ based on their knowledge of the settings. It was stated the manufacturer representative did not have all of the programmed parameters. It was stated there was an elective replacement indicator (eri). It was noted the patient was programmed monopolar with an amplitude of around 3.0v. It was stated the ins would be replaced on the day of report because it was at eri. Additional information received reported there were low out of range impedance values. It was stated the battery was replaced on the day of report and it was under two years since the previous replacement. It was stated the settings were ¿normal.¿ it was noted the eri message showed 3 weeks prior to report. It was stated the end of service (eos) estimate was at 3.1 years. It was noted there was a short on electrodes 2,3 at 55 ohms.

Manufacturer narrative:
(B)(4).